Event description:
It was reported that the device was used during an unknown procedure. When the button was depressed to open the device, the jaws refused to open. The jaws were reported to have opened slightly, but not enough to place any tissue between them. There was no pt consequence. Another device was used to complete the case.